Manufacturer narrative:
Medtronic received the following information from a journal article entitled; beware of intraperitoneal rupture during computed tomography imaging of acute aortic syndrome caradu c, spampinato b, berard x & ducasse e. Journal of vascular surgery 2021;73:1800-1 https://doi.org/10.1016/j.jvs.2020.08.145. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented to an ER with acute abdominal pain, constipation and also hypertension. A non CT was performed which showed signs of an impending aneurysm rupture. The aneurysm then ruptured a few minutes later and the patient lost consciousness. The patient went into hemorrhagic shock requiring intubation, vasopressor support, and intravenous hydration while the abdominal perimeter increased. The patient was then transferred to the or where an endurant stent graft was implanted endovascularly to treat the ruptured aneurysm. 5 hours later, while being monitored in ICU, the patient was diagnosed with abdominal compartment syndrome given the persistent hemodynamic failure with lactic acidosis and an increasing abdominal perimeter and intra-abdominal pressure. Intervention was then performed and during a laparotomy a bulky hematoma of the mesentery opposite the jejunum without active bleeding was evacuated. The abdomen was left open under negative pressure wound therapy and closed on day 7. A follow-up CT angiogram on day 17 revealed perfect exclusion of the aneurysm, and the patient was discharged to home on day 35.